Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic hernia repair procedure. While using the dissection balloon the sheath detached and had to be retrieved from the space internally using a grasper. There was no patient injury.